Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a study, underwent a da vinci-assisted pulmonary segmentectomy procedure. The procedure was completed with no complications, and no malfunction of the da vinci device, instruments or accessories. As per standard of care, a chest tube drain was inserted after surgery and was removed five days later. After the initial chest tube drain had been removed, the patient experienced a pneumothorax on the same side and required re-insertion of the chest tube. That tube was subsequently removed on three days later. A chest x-ray taken post drain removal showed a small apical space which has remained stable. The pneumothorax was noted as resolved and the patient was discharged the next day. The event was reported as resulting in a prolonged hospital stay, not requiring ICU admission. There was no report of a da vinci device malfunction during the procedure. The study investigator classified the event as mild severity, a clavine-dindo grade iiia and not related to a da vinci device but probably related to the procedure and probably related to the patient's underlying disease status. Patient's prior health condition of lung cancer may be relevant to this incident.